Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded from 11.2 cm to 11.7 cm from the connector pin and exposed the proximal coil. The abrasion and exposure of the coil could have caused the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.